Manufacturer narrative:
New information: mentor received additional information indicating the patient also experienced bilateral capsular contracture with baker grade ii. Device evaluation summary: it was reported that a 53 year old female patient underwent a primary breast augmentation with a gel mentor memorygel breast implant 375cc and experienced rupture on the right breast implant and bilateral capsular contracture with baker grade ii. The rupture was confirmed via mammogram. As a result, the patient underwent removal of the implants on (B)(6) 2018. This is for the right side implant, see manufacturer report number 1645337-2019-08691 for contralateral prosthesis. The device was returned to mentor with gel that appeared to be clear. Yellow material was observed within the device. Gel was observed on the shell surface. The mentor product analysis lab discovered a rent measuring approximately 4.6 cm on the anterior aspect. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the yellow material found on the device. A manufacturing record evaluation (mre) of lot number 236747s was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: mentor memorygel breast implant 200cc gel breast implant, catalog # 3542007, lot # 226004s. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a gel mentor memorygel breast implant 375cc and experienced rupture on the right breast implant. The rupture was confirmed via mammogram. As a result, the patient underwent removal of the implant on (B)(6) 2018.